Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced diabetic ketoacidosis and high blood glucose level and was hospitalized on (B)(6) 2018 at 7 pm. The customer¿s blood glucose level was 500 mg/dl at the time of the incident and 91 mg/dl was the current blood glucose level of the customer. Customer was wearing the insulin pump at the time of hospitalization. Customer was assisted with the troubleshooting. The insulin pump will not be returned for the analysis.